Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that a revision surgery was scheduled using the blueprint planning feature. The primary implants were stryker/tornier products. A tornier resurfacing head was removed, but the date of implantation is unknown. The revision was needed due to a subscapularis tear and glenoid wear.